Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 18888466. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing stimulation issues. Imaging was taken and spinal cord stimulation (scs) lead migration was confirmed. The patient underwent a lead replacement procedure and the patient was doing well postoperatively. The explanted lead was retained by the medical facility and will not be returned.